Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited sensing noise and varying impedance. The new device was removed from the pocket and connected to the alligator clips where noise was still present. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition. It was noted that the lead was connected to the new device and exhibited noise. The new device was removed from the pocket and connected to the alligator clips where noise was still present.